Event description:
On (B)(6) 2010, the customer reported three (3) leaking intermate units, (B)(4), lot# 10c054. The units were filled with pamidronate 90mg in 250ml nacl 0.9%; civa admixture (B)(4), lot# 10f17cc0004. The problem was noted prior to product use and there was no reported patient injury or medical intervention. During a customer follow up it was indicated that the leak was noted upon receipt of delivery; the leak appeared to be from the winged luer cap. Samples are available for evaluation.

Manufacturer narrative:
Investigation of the data provided indicated the patient samples tested on (B)(6) 2010 and (B)(6) 2010 which gave imprecise sodium results were performed using a sodium electrode which had already expired at the time of the event. Sodium lot number 21592526 in use at time of event expired (B)(6) 2010. In addition the customer was not performing instrument maintenance sufficiently with regards to their daily patient throughput. These might be reasons for the imprecise sodium recoveries on the integra 800 analyzer. The involved sodium electrode was replaced. The customer improved the instrument maintenance. No further similar events have been reported by the customer.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 600 mg/dl) and 145 mg/dl, 504 mg/dl and 95 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, test strips have been used up. Replacement was sent.

Manufacturer narrative:
On a service visit on (B) (6) 2010 by a field application specialist, the begin of day settings for electrode service were changed from every 3 days to 1 day and the clean mixtower setting was changed from every 7 days to every 1 day. The customer has not had any issues at this point.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User received erratic sodium results intermittently beginning (B) (6) 2010. User stated 4 patient samples were involved. User provided discrepant results for two patient samples as follows: sample 1, initial result gave 133; repeat gave 139 mmol/l. Sample 2, on (B) (6) 2010 initial result gave 123; sample repeated twice giving 135 mmol/l each time. The user did not report the original results that they considered erroneous. The repeat results were reported and considered good results. Patients were not affected. Sodium electrode lot number - 21592526 the field service representative was unable to determine a cause. In a preventative maintenance effort, he replaced the sodium electrode, ise tubing and verified mix and dry pressures. To verify analyzer performance customer ran calibration, controls and a 10 cup precision study on two samples.